Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-apr-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the device involved in this incident, it was determined that the device was not detected on the bus. The field service engineer (fse) found that the device was showing failed storage space, but nothing appeared in the recovery storage. The fse disconnected the auxiliary cabinet and the smart remote manager (srm), then rebooted the system back to the application. The station was shut down again, and the auxiliary cabinet and srm were reconnected. After startup, the error icon was no longer present. The customer tested the system and confirmed proper functionality. Preventive maintenance was completed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the system displayed a device not detected on bus error. The customer attempted to recover the failed drawer, but the system continued to indicate required maintenance. They also performed additional troubleshooting, including shutting down the station by unplugging the power cord for 2 to 5 minutes, reconnecting it, and powering the unit back on. However, the drawer still failed to recover. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.